Manufacturer narrative:
The serial number of the c 111 analyzer is (B)(6). Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with creatinine jaffe gen.2 (compensated) on a cobas c 111 analyzer. The first sample initially resulted in a creatinine value of 1.38 mg/dl. The system was recalibrated and the sample was repeated, resulting in a creatinine value of 1.1 mg/dl. The sample was sent to another laboratory where it was tested using an unknown method, resulting in a creatinine value of 1.1 mg/dl. The second sample initially resulted in a creatinine value of 1.04 mg/dl on 10-may-2026. The sample was repeated on a cobas 8000 instrument, resulting in a creatinine value of 0.83 mg/dl on (B)(6) 2026.